Event description:
It was reported that following the implant of a transcatheter aortic valve, within the same day of the procedure the patient developed chest pain. After developing chest pain, it was noted that the patient had developed ventricular tachycardia. An echocardiogram was then obtained as well as coronary angiography, which ultimately revealed a right coronary artery obstruction. There were then multiple attempts to cannulate the right coronary artery, all of which were unsuccessful. Ultimately the patient died. Additional information was received that final images after the implant of the transcatheter valve did not show any coronary occlusion. The patient developed the chest pain and subsequent ventricular tachycardia approximately 40 minutes after the procedure was completed. Per the physician, the cause of the coronary artery occlusion was probably due to displacement/migration of calcium in the native aortic valve after the implant of the valve, and the delivery catheter system (dcs) did not cause or contribute to the occlusion.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. H6. Annex e code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {envpro-16}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, within the same day of the procedure, the patient developed chest pain. After developing chest pain, it was noted that the patient had developed ventricular tachycardia. An echocardiogram was then obtained as well as coronary angiography, which ultimately revealed a right coronary artery obstruction. There were then multiple attempts to cannulate the right coronary artery, all of which were unsuccessful. Ultimately the patient died.

Manufacturer narrative:
Corrected data: e1 - phone number corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, within the same day of the procedure the patient developed chest pain. After developing chest pain, it was noted that the patient had developed ventricular tachycardia. An echocardiogram was then obtained as well as coronary angiography, which ultimately revealed a right coronary artery obstruction. There were then multiple attempts to cannulate the right coronary artery, all of which were unsuccessful. Ultimately the patient died. Additional information was received that final images after the implant of the transcatheter valve did not show any coronary occlusion. The patient developed the chest pain and subsequent ventricular tachycardia approximately 40 minutes after the procedure was completed. Per the physician, the cause of the coronary artery occlusion was probably due to displacement/migration of calcium in the native aortic valve after the implant of the valve, and the delivery catheter system (dcs) did not cause or contribute to the occlusion. Additional information was received that prior to the implant procedure of the valve, there was no previous coronary artery occlusion; however, the patient had a history of coronary artery disease. The valve did not dislodge and occlude the coronary ostia. The cause of the ventricular tachycardia (v-tach) was the right coronary artery occlusion. Per the physician, the valve did not cause or contribute to the occlusion or the v-tach. Per the physician, the cause of death was due to a myocardial infarction, and the valve and dcs can be excluded as contributing causes to the death. It was noted that the patient's excessive aortic valve calcium contributed to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the myocardial infarction was the right coronary occlusion. The patient had a medical history of coronary atherosclerosis and excessive calcium in the native aortic valve that contributed to the myocardial infarction. Per the physician, the valve and dcs did not contribute to the myocardial infarction. The catheterization was meant for treatment but the physician was not able to access the coronaries.